Event description:
Description of event according to initial reporter: a femoral ivc filter was placed in a patient via the right groin on (B)(6) 2022. On (B)(6) 2022, the patient called us complaining of pain in the right lower quadrant radiating to their back. The patient was to come into the office in the afternoon, but called back to cancel as the pain was so great that they went to ER instead. The patient had a CT and they discovered a large retroperitoneal bleed which appears to have originated from one of the legs of the filter poking through. The placement of the filter had been done without any sort of difficulty. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.

Event description:
Additional information received determined that the filter was not the cause of the retroperitoneal bleed. Therefore, this is no longer a complaint.